Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia and a significant discrepancy between sensor glucose and blood glucose readings, calibration not accepted with reported sensor glucose values in the 128 mg/dl range and blood glucose values as high as above 500 mg/dl. The event involved product(s) mmt-242a, mmt-332a, mmt-1884, mmt-7040b. The customer also reported a high blood glucose event, which was attributed to the sensor not reading properly, and treated the event with a manual insulin injection. Troubleshooting was performed. The customer has type 1 diabetes, was using the insulin pump system within 48 hours prior to the reported event. There is no mention of the auto mode feature at the time of the event. The customer also reported pump damage after a drop onto a hardwood floor, with peeling, chipping, and cracking noted on the keypad area, although the damage was reported as not affecting functionality. Troubleshooting was performed for sensor reading deviations and identified that the difference between sensor glucose and blood glucose values was 375 mg/dl is beyond acceptable range. The customer was advised to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No further customer complications were reported. No product return is required for mmt-242a, mmt-332a, mmt-1884, mmt-7040b.